Event description:
A malfunction alarm was reported by the customer, with no notable events occurring beforehand. There was no information on any adverse impact to the customer¿s blood glucose level. Technical support provided the customer with pump reset information and assisted with resetting the pump, after which the malfunction did not recur. The customer was advised to continue using the pump and to call back if the issue happens again.